Event description:
Boston scientific (bsc) crm received info that this pt experienced a syncopal episode. This pt has had multiple devices and, as the physician decided her skin was too thin, implanted to current device subpectorally. The pt also reported that the pacemaker had migrated and a repositioning procedure was performed, at which time the pacemaker was put in a bag, and now the leads have also moved. She has been feeling a sensation like a pin prick. This issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.